Manufacturer narrative:
Reported event: an event regarding failed rio registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 276 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(6) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed rio registration. There was two other reported event for the listed catalog number (pr1344259 and pr1692960). -conclusion: the base array was not stable during the rio registration event. Root causes for base array motion during the rio registration event are the following: 1. Base array fiso-arm was not tightened 2. Base array was not properly clipped into the array connector 3. Base array is at the edge of the camera¿s field of view causing the array to appear to move from the camera¿s perspective due to vision system noise. 4. Camera hardware failure 5. Visadisk is bad on the base array.

Event description:
At joondalup hospital with mr taheri, whilst undertaking a mako uni replacement the procedure rio registration/ verification was unable to pass. Pre op surgery checks were completed and passed. Surgery commenced, mako pins, arrays, checkpoints inserted. Joint balancing completed. Robot brought in to commence rio registration undertaken 10 plus times, registration completed, unable to undertake verification result was varied between 2-4 mm failure despite unable to initiate the 120 degree verification. All visa discs were inspected to be fully seated, base array secured, camera lens clean, burr depth rechecked, end effector has secure and no drape caught underneath, rio fully seated to the floor, hard reboot undertakes, homing re completed. Registration re attempted, failed, another attempt completed passed on upper limits. Surgeon and not confident to proceed until cause of the error was known. Case was abandoned at this stage. Mako service technician in contact throughout and attended following the procedure. Surgical delayed by 30 minutes patient was under anesthesia

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available".

Event description:
At (B)(6) hospital with (B)(6), whilst undertaking a mako uni replacement the procedure rio registration/ verification was unable to pass. Pre op surgery checks were completed and passed. Surgery commenced, mako pins, arrays, checkpoints inserted. Joint balancing completed. Robot brought in to commence rio registration undertaken 10 plus times, registration completed, unable to undertake verification result was varied between 2-4 mm failure despite unable to initiate the 120 degree verification. All visa discs were inspected to be fully seated, base array secured, camera lens clean, burr depth rechecked, end effector has secure and no drape caught underneath, rio fully seated to the floor, hard reboot undertakes, homing re completed. Registration re attempted, failed, another attempt completed passed on upper limits. Surgeon and not confident to proceed until cause of the error was known. Case was abandoned at this stage. Mako service technician in contact throughout and attended following the procedure. Surgical delayed by 30 minutes patient was under anesthesia.